Event description:
Boston scientific (bsc) crm received info that this right ventricular dextrus lead was explanted secondary to tricuspid regurgitation. A new lead was implanted without further incident. No other adverse issues have been reported.